Event description:
Tavi in an (B)(6) female pt with a severe as. The device preparation performed by the cardiac technicians went well without issues. Pt is under cortisone treatment since a while and the entire aorta was calcified. The left ventricle was small and hypertrophied. While advancing the first lotus delivery catheter very fast the safari wire was bended. The delivery system kinked before reaching the aortic arch. Prof mentioned that the first delivery system kinked already at the level of the introducer tip due to less support from the wire which might be a result of suboptimal wire management. After discussing that the delivery catheter is kinked it was decided to proceed. Finally the delivery system rotated and the marker was on the inner curve. A second lotus valve was prepared. This time the tracking over the aortic arch was very smooth. The marker was positioned very well and the physician was focused on the right handling of the delivery catheter. During first deployment steps the anesthesiologist mentioned that a pressure drop occurred. Finally a pericardial effusion was noted via echo. This was treated with pericardial puncture. Pt didn't stabilized. The team decided for reamination with the valve still in place and attached to the delivery system (not fully implanted at this state) + the safari wire in the left ventricle. The heart-lung-machine was prepped in the meantime. It was decided to implant the valve quickly which went very well with no issues. Position of the valve was perfect with no paravalvular leakage or aortic regurgitation. The entire delivery system was retrieved. An angio of the left was performed adn it has been confirmed that there was a perforation of the left ventricle at the apex. The cardiac surgeon did a sternotomy in order to treat the perforation. This was done successfully although there was still some bleeding due to the cortisone treatment and a soft tissue. In addition the echo has shown a typ-b dissection at the top of the aortic arch which could extend to a typ-a dissection. At the end it was noticed that the pt had some peripheral issues as well. After retrieving the introducer sheath and the hlm catheter the pt had still bleeding problems. The physician doesn't reflect the root cause of the dissection and the perforation at this stage.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. An exact cause for the incident cannot definitely be determined from the info provided. A combination of pt and procedural factors appear to have caused or contributed to this incident.